Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
A specific cause for the reported hemolysis and a correlation to the lvad could not be conclusively determined. Upon disassembly of the returned pump, an examination of the blood-contacting surfaces revealed no depositions. The examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The returned pump underwent cleaning, reassembly and functional testing. The retrieved data from that testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was transplanted on (B)(6) 2014.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by clinical lvad assistant that the patient was listed as a 1a transplant because of previous pump exchanges due to hemolysis. Per the clinical consultant, the hospital believes the patient has some sort of a hypercoagulable state and was listed 1a previously but had not received an organ. The patient was having hemolysis issues (increased lactate dehydrogenase, blood in urine) and she also had a return of heart failure symptoms and was being supported on ECMO while the hospital decided if they were going to take him back to the operating room. Pump parameters were within normal limits.